Event description:
A call center ticket was logged with the following text "power cable is disconnect". This could indicate that the device is not recognizing the power cable (ac power led not lit when ac power plugged in)/a failure to power up via ac power. No patient involvement was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.